Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. No time clock anomaly noted. Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display, unexpected restart alarm and audio/vibrate anomaly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and beep anomaly. The customer¿s blood glucose was 141 mg/dl at the time of incident. Customer stated that the insulin pump had a squealing sound and the screen was blank. Customer also reported that the insulin pump buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that the time stopped. Customer had an unexpected restart alarm after the battery was inserted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.